Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient received a pneumothorax during a superdimension enb procedure. There was no specific action that definitively led to the event. The target was located in the right lower lobe very close to the diaphragm. No medical intervention was required. The patient was hospitalized. Length of stay is unknown at this time.

Event description:
The patient was discharged 2 days after the procedure on (B)(6) 2017.